Event description:
Event details: moisture was found in the sealed package of the bd optima injector. Per rep: we were on site today and this was stored in a basement room prior to in-servicing. But can¿t be totally sure of the storage conditions.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: no photos or physical samples showing the reported condition were provided for evaluation. A device history review was completed for the reported lot 2505310 . No deviations or nonconformances were identified during manufacturing that could have contributed to the reported concern. To further support the investigation, three retained samples from the same lot were examined. All samples were inspected, and no moisture or other contamination was observed in any of the packages. Based on the available information, we cannot identify a root cause related to our product or manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: moisture was found in the sealed package of the bd optima injector.